Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported temperature issue and procedure cancellation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a radiofrequency ablation procedure for sacroiliac joint pain, when performing a dual electrode burn one of the electrodes went above 90 degrees. The probe was rotated to different ports and the probe was replaced but the issue was specific to the needle site. The procedure was cancelled. There were no consequences to the patient.